Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cholecystectomy, while using continuous suturing technique, the thread got broke in the needle detached from the thread. Another device was used to complete the case. There was no patient injury.